Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side implant rupture. Healthcare professional later reported capsular contracture baker grade unknown and rupture. Patient additionally reported via MRI report "several radial folds are present,¿ ¿sinister lesion"- which is not device related, ¿left side implant rupture,¿ ¿developed capsular contracture baker grade unknown¿, and ¿breasts are firm and hard to touch causing a lot of pain.¿ the device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, b6, b7, d1, d2a, d2b, d4, g2, g4, h4, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Medical staff later reported "has developed capsular contracture." And have recently ruptured and require replacement. This is for left side. The device remains implanted.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: a.2, a.4, a.6, b.5, b.6, d.6b, h.6.

Event description:
Patient reported left side implant rupture. Healthcare professional later reported capsular contracture baker grade unknown and rupture. Patient additionally reported via MRI report "several radial folds are present,¿ ¿sinister lesion"- which is not device related, ¿left side implant rupture,¿ ¿developed capsular contracture baker grade unknown¿, and ¿breasts are firm and hard to touch causing a lot of pain.¿ capsular contracture reported as baker grade iii. The device has been explanted and replaced.

Event description:
Patient reported implant rupture for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Healthcare professional later reported left side has "recently ruptured", "several radial folds", and capsular contracture baker grade unknown. Patient additionally reported "worsening pain" and "breasts are firm and hard to touch". Healthcare professional also reported "sinister lesion", which is not device-related. The device remains implanted.